Event description:
The complaint/event involved a clave¿ connector with reported leakage of an unspecified infusate/fluid at the positive pressure joint that was found after connecting the positive pressure joint for infusion for ten minutes. The piston of the positive pressure joint was also broken and could not bounce back. The intention for use was as an accessory to an intravascular infusion device, a cannula placed in a vein or artery, in order to administer fluids to the patient. The cause analysis reported by the customer is product reasons (including instructions, etc.). The customer states that the preliminary processing situation was to replace the product. There was patient involvement but no patient harm.

Manufacturer narrative:
The customer indicated that the device is not available for investigation at this time. A review of the device history record is pending.

Manufacturer narrative:
The complaint could not be confirmed by investigation. No product samples, pictures, or videos were received for investigation. Without the return of the used sample a comprehensive failure investigation cannot be performed and a cause cannot be determined. Lot history review was conducted and no nonconformities were found that would have led to the reported complaint.